Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing a hemi hip arthroplasty. After trialing the surgeon pulled the trials out of the patient but could not get trials to separate. They were using the corail system with the mod cathcart unipolar/bipolar tray. The neck trials from the corail system kept getting stuck on the spacer trials from the mod cathcart system. The case was delayed 10 minutes to retrieve alternate instruments. The patient was not harmed. Both instruments are being returned.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H6 component code is not applicable for this report.